Event description:
It was reported that during a shoulder implantation, a button popped off and the spring came during impaction. It was indicated that the there is a chance the button is still inside the patient. The surgeon decided that it would cause more harm to the patient to try to locate and remove the button if it was still located inside, due to the fact that the button could be located near the patient¿s nerves. No x-rays were done before closing up to see if the button could be located. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The device is available for return. Device images were provided. No further information.